Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer stated that they followed the two hbg rule, but the history showed one bolus for the whole day. Troubleshooting was done and the pump passed the leadscrew test. However, the customer wanted the pump replaced.